Event description:
It was reported that the patient was recently in a motor vehicle accident.

Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the submitted log file confirmed low speed and pump stop events on 28dec2022 while the patient was connected to the power module. These interruptions in pump function appeared consistent with a potential issue with the driveline. Additionally, intermittent low flow events were captured. The pump appeared to have operated as intended at the set speed during these events and a specific cause for the low flows could not be determined through this evaluation. Ungrounded patient cables were requested. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. This section also covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Prior driveline revision noted from 2018 has been reported in MFR# 2916596-2018-05394 prior driveline fault alarms reported in MFR # 2916596-2022-13855 and 2916596-2022-13797 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low flow alarms without any usual clinical indicators. The patient was also experiencing pump stops that were thought to be due to short to shield faults and was moved to an ungrounded cable. The pump stops stopped once the patient was put on the ungrounded cable. The log files noted low flows and speed reductions and motor speed events on 28dec2022 while connected to the power module.